Event description:
A ventilator was returnee to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacture's service center, an issue related to the internal battery was observed. The repair estimate was rejected and the device was scrapped as per the customer's instructions.